Event description:
The customer reported that the t:slim x2 pump battery would not charge, and efforts to resolve the issue using different cables and adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level, as the customer continued using their current pump for insulin delivery. Tandem technical support decided to send a replacement pump with updated software and provided instructions for returning the problematic pump.